Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that needle was fractured in the body. The customer¿s blood glucose level was 179 mg/dl. Customer reported that the needle was no longer in the body. Customer reported that they did not receive any medical treatment for fractured needle in the body. The device will not be returned for analysis.